Manufacturer narrative:
The customer stated that the device can not be returned therefore a proper root cause analysis could not be completed nor the reported issue confirmed. Without a proper device analysis, a definitive root cause cannot be determined at this time. There was no damage reported to have been noticed during the inspection prior to use and preparation, which suggests a product deficiency, did not contribute to the reported difficulties. Based on the information provided, the risk assessment for the lucia product, and our experience we have determined that the following factors may have caused or contributed to the reported issue is but is not limited to: · misplacement of the lens · inadequate application of ovd · dwell time after preparation the device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.

Event description:
It was reported that the haptic broke off and stayed behind in the cartridge. The inserter was placed in the eye. As the doctor began advancing the shooter and lens started to protrude from the cartridge, he paused and removed the iol from the eye. The back up lens was used - same style and diopter. There was no harm to the patient. Backup lens was used within the same surgery.

Manufacturer narrative:
It was originally reported that the iol had been explanted. However, the customer subsequently confirmed that the iol was not deployed and it did not enter the patient's eye. The broken haptic started to show at the tip of the cartridge and was then moved away from the patient. Description of changes: added "date of this report" . Updated "date received by manufacturer. Checked "30 days", updated to "follow-up, # 1". Checked "correction". Updated health effect - clinical code (e): 4582, health effect - impact code (f): 2199, medical device problem code (a): 3189. Added manufacturer narrative. Added description of changes.